Manufacturer narrative:
The patient's previous outflow graft revision was reported in MFR report #2916596-2018-03876. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with low flow alarms. The patient has a history of heartmate 3 and outflow graft revision due to twist on (B)(6) 2018. During the analysis of the log files technical services observed starting on (B)(6) 2021, there were multiple low flow alarms. The estimated flow appears to be below the alarm threshold of 2.5 lpm. The pump appears to be running at the set speed, but at times, is experiencing a reduction in blood volume. Additional information reported the patient was diagnosed with an outflow graft twist which was causing the low flow alarms. The alarms resolved following a surgical outflow graft revision and anti-rotation clip placement. The patient has recovered from surgery without complications and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist could not be conclusively determined via the evaluation of the submitted image. Although a specific cause could not conclusively be determined through this evaluation, the outflow graft distortion could have contributed to the low flow alarms observed in the submitted log files. The controller event log file contained data spanning from 14jun2021 at 14:40:10 to 16jun2021 at 08:14:09, per the timestamp. Intermittent low flow events were captured throughout the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 21 low flow events persisted for at least 10 seconds, activating low flow alarms. As an added observation, a no external power/double power cable disconnect event was captured on (B)(6) 2021 at 03:32:37. No other notable alarms were captured, and the pump appeared to have been operating as intended. The account communicated that the patient presented to the emergency department with low flow alarms. The patient had previously undergone a pump/outflow graft revision on (B)(6) 2018. The account later communicated that the low flow alarms were attributed to an outflow graft twist and resolved after a surgical revision/anti-rotation clip placement was performed. The patient recovered from the outflow graft surgery without complications and was discharged home. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use contains information regarding the preparation/attachment of the sealed outflow graft and cautions the user not to rotate/twist the graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 05jul2017. No further information was provided. The manufacturer is closing the file on this event.